Event description:
The account's biomed stated the head section of the bed is flat and will not rise.

Manufacturer narrative:
The biomed isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed.